Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database all settings and parameters of the system were found to be within acceptable limits. Analysis of the system oct images showed that the posterior capsule could not be clearly visualized. The surgeon did a manual adjustment for the lens posterior surface fit, but the accuracy of this fit could not be determined. The catalyst system performed as design; however, the cause (s) of the posterior tear is unk.

Event description:
It was reported that a pt who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalyst system (system) subsequently experienced a posterior capsule tear in the operating room (or) during the surgical procedure to remove the cataract. An anterior vitrectomy was performed and a non primary intraocular lens (iol) was implanted. No add'l complication and/or medical intervention were reported.